Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-mortem interrogation of the cardiac resynchronization therapy defibrillator (crt-d) noted that at the patient's time of death, the patient's dying heart developed an agonal rhythm. The very wide complex morphology of the agonal rhythm lead to a double counting of the trailing edge of the rhythm, which resulted in detection of ventricular tachycardia (vt) and delivery of therapy by the crt-d. No further patient complications have been reported as a result of this event.